Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been having trouble with recharging. Caller stated that maybe around november patient got a new recharger that beeps and has a drape that patient states is uncomfortable so patient takes off the drape. Patient has back pain, dementia and confusion. It has been hard with staffing changes not knowing how to recharge patient. Around november, the implanted neurostimulator was off and patient was having tremors. Caller is not sure why this happened but it could be that the implant charge level got too low. Caller states staff used the programmer and were able to turn ins back on. Caller states she is working with doctor and va facility to see what can be done to help patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been having trouble with recharging. Caller stated that maybe around november patient got a new recharger that beeps and has a drape that patient states is uncomfortable so patient takes off the drape. Patient has back pain, dementia and confusion. It has been hard with staffing changes not knowing how to recharge patient. Around november, the implanted neurostimulator was off and patient was having tremors. Caller is not sure why this happened but it could be that the implant charge level got too low. Caller states staff used the programmer and were able to turn ins back on. Caller states she is working with doctor and (B)(6) facility to see what can be done to help patient.